Manufacturer narrative:
H3: analysis found visually, there was no damage in the construction of the device. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, the cuff and pilot balloon were manipulated by applying force by hand and no air leaked. For additional analysis, a leak test was performed by submerging the entire device, including the cuff and inflation tube, in water and no bubbles (leakage) was observed. A review of the global complaint data showed no similar complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previous codes fdm- b21, fdr- c21 and fdc- d16 are longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during anterior cervical discectomy at c5-c6 with interbody spinal fusion. Preoxygenation commenced, followed by induction of anaesthesia. Once adequate anaesthesia depth confirmed, bag-mask ventilation commenced uneventfully; for intubation, a mcgrath laryngoscope was passed with minimal neck extension; cormac + lehane grade I view was confirmed and a bougie passed to just below vocal cords; the ett (size 7.0 emg et tube) was railroaded over the bougie and the cuff was inflated with 15mls air once bougie was removed. Etco2 waveforms confirm correct siting of ett.  Significant leak noted at this time, so the cuff was further inflated with 2 increments of 5mls; the leak resolved but patient started coughing against the tube with peak airway pressure of approx. 45cmh2o. At the same time, the etco2 and spo2 started dropping, chest wall compliance becomes very poor on manual ventilation ¿ a quick re-laryngoscopy confirmed that the ett had not been displace. Drugs were given in an attempt to re-establish adequate ventilation, 60 seconds later there was no improvement and anaesthetist was unable to ventilate the patient, with complete loss of etco2 trace and spo2 65-70% with rapid continuous deterioration. Emergency anaesthetic alarm pressed for immediate assistance . 5 consultant a naesthetists now present in the anaesthetic room to manage the emergency; drugs were given again, still unable to bag-ventilate. Patency of emg ett confirmed by consultant anaesthetist by passing bougie down the tube with no resistance detected. Spo2 now unrecordable and patient clinically cyanosed. Decision made to replace the ett emg tube with a regular ett; after the ett swap with size 7.0 orotracheal ett, ventilation dramatically improved and etco2 trace was established; spo2 trace remained unrecordable for a further minute or two, before returning to >90%.  Spo2 100%, hr 85bpm nsr, nbp 106/69 and etco2 5.1kpa; surgical procedure cancelled; bedside bronchoscopy performed as well as cvc and arterial line insertion. Patient transferred to paccu for monitoring and extubation. Patient reported to be with no injury.